Event description:
It has been reported to philips that the monitor for live a plane is not working. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor for live a plane was not working. Upon functional testing, the fse found that live monitor was defective. The fse replaced the live monitor. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.